Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 12nov2018. The customer's biomedical engineer evaluated the device and calibrated the touchscreen to resolved the alleged issue.

Event description:
The customer reported that the touchscreen needed calibration. There was no patient involvement. The event date was not specified; estimate used.